Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple power loss alarm when batteries are out of the pump less than 10 minutes. The customer blood glucose level was unknown. The insulin pump stop delivering insulin. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The insulin pump will be returned for analysis.